Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116," "pacer disabled," "defib disabled," and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.